Event description:
Per the clinic, the patient experienced performance decrement resulting in loss of benefit. The issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient has permanently discontinued use of the device. There are no plans for explantation of the device. The implanted device remains. This report is filed (B)(4) 2012.